Manufacturer narrative:
Combination product: yes. The affected product was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. Based on information in context of MDR 1028232-2023-05580, the complaint orsiro mission 3.5/26 stent dislodged from the balloon during withdrawal as it got caught at a previously implanted stent, reported here, which was successfully implanted (B)(6) 2022 in a severely calcified rca 1. After clarification that the previously implanted stent was an orsiro mission, it was decided to open this additional complaint.